Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 15 days of information (11sep2023 to 26sep2023 per timestamp). No external power events were observed from 6:04:46-6:05:05 on 18sep2023 and from 6:09:34-6:09:46 on 21sep2023. During both of these events, the rsoc and voltage values of both power cables steadily decreased. No external power alarms activated as the rsoc values reached 0v. The ebb activated as intended both times, and the operation of the pump was not affected by the loss of external power. The abnormal alarms cleared when the rsoc and voltages of both cables returned to their typical values. The observed events are consistent with the provided information that the ac power cord was accidentally disconnected at the wall outlet. The mpu (serial number: (B)(6) was not returned for analysis. The root cause of the observed no external power alarms was determined to be a loss of ac power due to the ac power cord being unplugged at the wall outlet. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected . Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the event file captured low power hazard & no external power events. Patient admitted to low power hazard and no external power events were due to mpu being accidentally pulled from ac wall outlet. The patient had locking power cord. There was no interruption in pump support during these events.